Manufacturer narrative:
United states reporting agent notified: (B)(4) 2014. Complaint description: during the position of the last suture point to close the muscle tissue, needle breakage occured very close to the insertion point of the suture thread. It has been performed and x-ray to identify the residual needle. Samples received: 1 opened pouch, the suture involved in the incident (needle received is broken). Analysis and results: there are no previous complaints of this code/batch of which (B)(4) units were manufactured and distributed, there no units in OEM stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM requirements. According to the results of the manufactured record, the product complies with OEM's specifications. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint:(B)(6). Complaint description: needle breakage occurred very close to the insertion point of the suture thread.